Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The event was resolved. It was noted that the patient is part of the (B)(4) study. No further patient complications have been reported as a result of this event. (B)(6) 2013. It was also reported that lead parameters were reprogrammed and the rv lead remains in use.

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The event was resolved. It was noted that the patient is part of the (B)(6) clinical study. No further patient complications have been reported as a result of this event.